Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracoabdominal aortic aneurysm using two gore® tag® thoracic endoprostheses ((B)(4)). Just after the procedure, a muscular weakness of right lower limb and vesicorectal disorder were found. Rehabilitations were started. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2011, at follow-up, muscular weakness of right lower limb remained. The vesicorectal disorder had resolved. On (B)(6) 2012, at follow-up study, the muscular weakness of right lower limb remained. On (B)(6) 2013, at follow-up study, the muscular weakness of right lower limb had resolved. The patient could walk unaided.

Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.